Event description:
A customer observed positively biased phyt qc results on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the customer improperly installed the immunowash fluid tip following daily maintenance. After correct installation of the tip, calibration was typical, and control fluid and precision test results were acceptable. The root cause of the event is user error in not properly installing the iwf tip during daily maintenance.